Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) pace/sense lead presented to the hospital complaining of dizziness and palpitations. Upon interrogation it was found that the device had recorded a number of episodes inappropriately stored as ventricular tachycardia (vt) for which anti-tachycardia pacing (atp) therapy was delivered. Review of the stored episodes indicated the patient was in normal sinus rhythm with the inappropriate episodes resulting from t-wave oversensing believed to be secondary to a decrease in r-wave amplitude. There was no clear explanation for the change in amplitude as there was no change in patient condition, bloodwork was normal and chest x-ray was unremarkable. The patient was admitted to the hospital pending further investigation and a decision by the physician regarding potential revision. There were no instances of pacing inhibition or asystole nor other adverse patient effects. Information was later received indicating attempts were made to reproduce the observed t-wave oversensing and were unsuccessful. As the cause of the changes could not be determined the physician elected to perform a revision procedure wherein the rv pace/sense lead was abandoned and a new pace/sense lead implanted. No further symptoms or adverse patient effects were reported.